Manufacturer narrative:
Approximate age of device: 3 months. No further information is available at this time. A supplemental report will be submitted when the manufacturer¿s investigation is completed. Placeholder.

Manufacturer narrative:
Additional information: a correlation between the device and the reported event could not be conclusively determined. Renal failure, infection, and bleeding are listed in the instructions for use as potential adverse events that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: the vad coordinator provided the patient's hospital course summary. Date of admission: (B)(6) 2014. Date of death: (B)(6) 2014. Immediate cause of death: cardiac arrest. Hospital course: mr. (B)(6) is a (B)(6) patient with a history of cad, ischemic cm, chf, vt, htn, pvd and gib. He is status post heartmate ii as dt (B)(6) 2014. He had a complex post-operative course that included aki (requiring hd), dysphagia, anemia, sinusitis, (B)(6) bacteremia, severe gastritis and wound dehiscence of the incision next to the j-tube insertion site. He was eventually discharged on (B)(6) 2014 and is currently an in-patient at (B)(6) center in (B)(6). Per the report of the medical director at (B)(6), mr. (B)(6) has continued to show signs of volume overload, requiring continuous 02 via nasal cannula and IV diuretic therapy. His rtfs have been difficult to control and most recently he was found to have purulent drainage from the incision near his j-tube site. A chest and abdominal CT were obtained and he was started on vancomycin. Admitted with complains of shortness of breath, abdominal pain, and decreased to absent appetite. He had not been able to participate in pt/ot activities secondary to his current medical conditions at rehab. He was transferred to the ICU on (B)(6) 2014 for progressive bleeding and reduced rtf in the 50's. He received 3u prbc but the h&h was still same with continued ongoing mid chest wound bleeding. On (B)(6) 2014, the h/h was down- 2u prbc were transfused. On (B)(6) 2014, he received another 3 units of prbcs, the wound bleeding was more brisk, saturating dressings within 1-2 hours. He was taken to the o.r. On (B)(6) 2014 by dr (B)(6) for a re-exploration for bleeding of vad pocket and hemostasis was obtained. He aspirated in the or and a bronchoscopy was performed by dr. (B)(6). He was sent back to the cc and 19:30 his lvad was alarming and his rtf's fell to the 30's, he was given volume and levophed was started but his rtf's did not increase much. Abg's revealed hypercarbia in the 70's and hypoxia in the 20's with a ph of 7.1. Audio dopplers the lost flow and CPR was started. An arterial line & cvc was placed in the right groin. He was coded for ~40 minutes and dr (B)(6) was at the beside. The daughter instructed us to stop the code ~ 20:40. And electrical activity stopped at 20:59. Time of death 20:59. The pump will not be returned to the manufacturer for evaluation.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient expired after a re-exploration of an infected pump pocket incision and drainage site. During the procedure, the patient aspirated and post operatively had a bronchoscopy during or after which he decompensated. No lvad concerns were identified in the patient¿s cause of death.